Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to bowel problems and the medication she received caused her blood glucose to go high. Customer reported that her blood glucose was 500 mg/dl. The customer was treated with insulin pump. Customer's blood glucose reading was 159 mg/dl at the time of call. No high blood glucose troubleshooting was performed. Customer also reported that the insulin pump buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.